Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Facility reported there were no pt ill effects and no sample is available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode can not be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.